Event description:
It was reported that during a percutaneous coronary interventional procedure, a wire fracture occurred. The target lesion was located in the left anterior descending artery. The distal end of the pt2 185cm moderate support guide wire broke off, and could not be retrieved from the patient. The procedure was completed with another of the same device. No further patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Updated: device avail for eval, returned to MFR on, device returned to MFR, device eval by MFR. Device evaluated by MFR: one device was received with a fractured poly tip. The fracture is 183 cm from the proximal end. All outer diameter measurements are within the specifications. The fractured section was sent to sem lab for fracture analysis. Sem results: fracture occurred due to a tension overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a wire fracture occurred. The target lesion was located in the left anterior descending artery. The distal end of the pt2 185cm moderate support guide wire broke off, and could not be retrieved from the patient. The procedure was completed with another of the same device. No further patient complications were reported.